Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 48 mg/dl. The customer was treated with orange juice or carbs. Customer stated that she talk to healthcare provider and adjust basal rates. Customer declined to troubleshoot for low blood glucose. Customer reported that she received lost change sensor alarm in the insulin pump. Customer's blood glucose was 195 mg/dl. Customer was advised to remove and change out the sensor.